Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. There is a kink to the inner liner at the distal end of the middle sheath. There are multiple kinks to the proximal inner. The inner liner is separated and the tip, which did not return for analysis. Microscopic examination revealed no additional damages.

Event description:
It was reported that the tip detached requiring additional intervention. Vascular access was gained via contralateral approach. The 70% stenosed target lesion was located in the non tortuous superficial femoral artery. A 6x120, 75 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the stent was blocked and the system was strongly pulled to deploy the stent. The stent was implanted and was apposed to the vessel wall very well. During removal, the delivery system was impossible to pull back over the guidewire and the radiopaque tip of the device detached in the vessel. A balloon and lasso were used to retrieve the broken tip. The vessel was occluded in the location where the stent was implanted. Another eluvia stent was used to complete the procedure. The patient status was good post procedure.

Event description:
It was reported that the tip detached requiring additional intervention. Vascular access was gained via contralateral approach. The 70% stenosed target lesion was located in the non tortuous superficial femoral artery. A 6x120, 75 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the stent was blocked and the system was strongly pulled to deploy the stent. The stent was implanted and was apposed to the vessel wall very well. During removal, the delivery system was impossible to pull back over the guidewire and the radiopaque tip of the device detached in the vessel. A balloon and lasso were used to retrieve the broken tip. The vessel was occluded in the location where the stent was implanted. Another eluvia stent was used to complete the procedure. The patient status was good post procedure.